Event description:
During the atrial fibrillation procedure, an air leak was noted. When the sheath was inserted into the right atrium and negative pressure was applied, air was aspirated. Aspirating a few times did not resolve the issue and the device was replaced to complete the procedure with no consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.